Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown stryker variax 2.0mm drill. Device will not be returned.

Event description:
Patient undergoing left foot navicular bone open reduction and internal fixation, application of uniplanar external fixator, resection and drilling of ocd talar head lesions to repair left comminuted navicular displaced fracture. During surgery a piece of the drill tip broke inside the bone. Consideration given to removing the bit but it was determined that more damage could potentially be involved.